Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, a6, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side deflation and exchange from textured to smooth implant due to the patient¿s concern of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and other-technical: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: observed creases on the device. Additional observations: ¿ observed wear abrasion on the device. ¿ brown particles observed in the surface of the shell.

Event description:
Patient reported "right side deflation" and exchange from textured to smooth implants due to the patient¿s concern of the product. Healthcare professional later reported "any creases" and "particles in valve." Device has been explanted and replaced.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.